Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet after a meal announcement, with pump display reading high and confirmatory fingerstick values of 425 mg/dl and 423 mg/dl; initial infusion set replacement did not lower glucose, a full supply change was then performed, and glucose subsequently declined to 70 mg/dl. Symptoms included hyperglycemia without reported clinical complications. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to attribute a specific medical device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.